Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and front panel had scratches and damage. A functional evaluation noted fluid ingress, and the catheter interface contacts were contaminated. The light engine was disassembled. The connector socket assembly was cleaned. The catheter interface contacts, the 32 conductor flex cable, y/c video input connectors, front panel, keypad, fpga cooling fan, main housing, top cover with cover gasket, rear bumper and miscellaneous hardware items were replaced to support the rebuild. The firmware was upgraded to v2.2. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. A label review was performed, and from the information available, this device was not used in accordance with the instructions for use (IFU). Upon analysis, a visible corrosive damaged was noted which indicates the end user used a different cleaner; the isopropyl alcohol evaporates and leaves nothing behind. The IFU states "disconnect the power cord before cleaning or disinfecting the unit. Use a 15 to 70 percent isopropyl alcohol in purified water solution and a cloth to clean the controller enclosure, front panel, and power cable. Do not allow fluids to enter the enclosure, power cable connections, catheter cable receptacle, or component/ accessory connections. Do not attempt to clean the unit while it is plugged into an electrical outlet". Therefore, the most probable root caused classification assigned for this complaint is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyglass digital controller was used during a choledochoscopy procedure performed in the biliary on (B)(6) 2020. According to the complainant, during the procedure, when the nurse connected the spyscope into the controller, it was noted that the light on the controller never turned on. The controller was rebooted and everything was reconnected back in placed for three times; however, the controller did not work. Reportedly, the spyscope was kept as it was working well and was showing image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass digital controller was used during a choledochoscopy procedure performed in the biliary on (B)(6) 2020. According to the complainant, during the procedure, when the nurse connected the spyscope into the controller, it was noted that the light on the controller never turned on. The controller was rebooted and everything was reconnected back in placed for three times; however, the controller did not work. Reportedly, the spyscope was kept as it was working well and was showing image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.